Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/04/2013 with the following findings: the keypad cover was found to be torn over the up arrow and contrast buttons. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function. The up arrow, down arrow and ok keypad buttons responded appropriately to button presses. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. A test display was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.